Event description:
Per the clinic, the patient experienced skin overgrowth and granuloma at abutment site. The patient was placed under general anaesthesia on (B)(6) 2023, for a skin revision surgery and the removal of abutment. The implanted device remains.